Manufacturer narrative:
The lipc reagent lot number was 73183401 with an expiration date of 31-may-2024. The field service representative (fsr) found leakage in a wash valve and fixed it. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for lipase (lipc) on a cobas 6000 c501 module. The initial result from the primary tube was 235.6 u/l. The repeat from the primary tube was 42.6 u/l. The sample was repeated in a hitachi cup with a result of 43.5 u/l.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and performed preventive maintenance. The customer has not complained of any further issues. The investigation determined the service maintenance actions resolved the issue.